Event description:
The initial reporter stated that the analyzer generated abnormal low signal alarms and that they received discrepant results for one patient sample tested with the elecsys ft4 ii assay on a cobas e 801 analytical unit. The sample initially resulted in an ft4 ii value of >7.77 ng/dl accompanied by a data flag. The sample was repeated, resulting in an ft4 ii value of 1.2 ng/dl. The repeat result was deemed correct. The questionable result was reported outside of the laboratory. The ft4 ii reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2023 had signals as expected. Upon review of the alarm trace "abnormal low signal", "sample clot detection" and "abnormal aspiration" alarms were observed. The field service engineer checked the analyzer and found a pinch valve failure. The pinch valves were replaced. The customer ran quality controls with acceptable results. The investigation determined the service actions performed resolved the issue.